Event description:
It was reported that a cartridge change error occurred with the pump, and the issue did not adversely affect the customer's blood glucose level. The customer received guidance from technical support to inspect various parts of the pump and attempt a cartridge load, but the customer was unsuccessful in loading the cartridge. After escalated troubleshooting confirmed that a replacement pump was necessary, arrangements were made for a loaner pump to be delivered to the customer, with a saturday delivery planned upon receipt of the required form.